Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency department with shortness of breath and chest pain. Upon review, there was a sudden drop in the right ventricular (rv) lead impedance measurements, as well as decreased r-wave amplitude measurements and loss of capture. An ultrasound was performed, which revealed the rv lead had migrated from the implant location, resulting in cardiac perforation and pericardial effusion. The physician subsequently performed emergent pericardial endovascular surgery, where the effusion was drained. The rv lead was then surgically repositioned to resolve the event. No additional adverse patient effects were reported and this rv lead remains implanted and in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the nature of incident field for more information regarding the specific circumstances of this event. This report is being sent to provide new information in section h11 (additional MFR narrative).

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency department with shortness of breath and chest pain. Upon review, there was a sudden drop in the right ventricular (rv) lead impedance measurements, as well as decreased r-wave amplitude measurements and loss of capture. An ultrasound was performed, which revealed the rv lead had migrated from the implant location, resulting in cardiac perforation and pericardial effusion. The physician subsequently performed emergent pericardial endovascular surgery, where the effusion was drained. The rv lead was then surgically repositioned to resolve the event. No additional adverse patient effects were reported and this rv lead remains implanted and in-service.